Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters caused by the lifevest under her breasts, on her sides, on her front chest and on her legs. The patient consulted her physician who prescribed a pain medication for the irritation. Follow-up indicated that the patient was hospitalized and ended use due to the irritation. In addition, she reported that the blisters went away and the area was still sore.